Event description:
On (B)(6) 2013, it was reported that the patient did not feel well and suspected she had caught a virus. She does not recall her blood glucose levels during that day. The patient's neighbor visited her and noticed an odor. She drove the patient to the hospital where they detected sepsis. The patient had visible reddening below her abdomen where the infusion site was located. The patient was operated on and was left with a 42cm scar on her abdomen. She was put in an artificial coma, was in the intensive care unit for two weeks, and an additional five weeks in the hospital. The cause of the sepsis was not known. The patient made no allegation against any of the insulin delivery products she was using. She discarded the infusion set; therefore, no product could be returned for product evaluation.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. No product was returned.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.